Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the seal on the pouch was partially opened and the cement polymer was leaking. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following section has been updated: b4, d9, g3, g6, h2, h3, h6, h10. Pictures were provided and product analysis done. It show the inner pouch sealing is damaged, the reported event was confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A definitive root cause cannot be determined at this time, further investigation is being conducted through our CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the seal on the pouch was partially opened and the cement polymer was leaking. No adverse events have been reported as a result of the malfunction.